Event description:
It was reported that an ilet user experienced persistent high blood glucose after a new infusion set was placed, with multiple occlusion alerts that stopped insulin dosing; the user had been attaching the ilet connect to extended tubing after connecting it to the pump and cartridge, and a full set change was completed with guidance. Symptoms included hyperglycemia peaking at 377 mg/dl with dry mouth and polyuria. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction, a usage problem related to setup technique, and involvement of the user interface aspect of use. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.